Event description:
It was initially reported that the pt had generator revision due to unk reasons. The pt had her generator replaced, and diagnostics performed in the operating room were within normal limits. The pt was said to have an increase in seizures while in the hospital recovering, so diagnostics were again performed, which resulted in high lead impedance. The diagnostics initially indicated 3100 ohms for the impedance value, but when ran add'l times, the impedance value increased in >10,000 ohms. The pt's settings were decreased from 0.75ma to 0.50ma and 0.25ma, and it did not resolve the impedance value. Later it was indicated that the pt was seen on (B) (6) 2009, which the pt reported a "vibration" on the left side of the chest and shoulder and that she could feel it stimulating "internally and externally." Diagnostics were performed at that time, which were within normal limits. When the pt returned to the office in (B) (6) 2009, diagnostics were performed due to the continued "vibrations," which resulted in high lead impedance. The pt was disabled at this time. At a follow-up appointment on (B) (6) 2009, the pt's device was turned back on to 0.50ma due to unk reasons. Diagnostics were again performed, which still resulted in high lead impedance. The pt was referred for surgery due to high lead impedance previously observed. The pt had x-rays taken prior to surgery and was said to be fine with no apparent fractures. The x-rays were not sent to the MFR for review and the MFR was not aware of the high impedance at that time. The pt was admitted to the hospital because she was having a lot of seizures, which is their protocol. The leads were not replaced at the time of surgery since there was not enough info to support lead issue. It was noted that prior to the surgery, diagnostics were performed, which resulted in high lead impedance. X-rays of pt that were taken on (B) (6) 2009, (B) (6) 2009 and (B) (6) 2009 were sent to the MFR for review. The x-rays taken on (B) (6) 2009 and (B) (6) 2009, which had the initial generator were assessed. Based on the x-rays received, there were no discontinuities visualized on the lead portions which could be contributing to the reported high lead impedance, but due to the availability of one view and image quality, the entire device could not be completely assessed. The x-rays taken on (B) (6) 2009 were assessed, which had the replacement generator implanted. Based on the x-rays received, there were no discontinuities visualized on the lead portions which could be contributing to the reported high lead impedance, but could not be confirmed due to image quality of the x-rays. In all x-rays reviewed, the pin appeared to be fully inserted into the generator. The pt has been referred for revision surgery.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.